Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 391 mg/dl and an insulin injection was administered to address the bg level. The customer reported that the infusion set and cartridge had been in use for 3.5 days and was the suspected cause of the high bg. The customer declined tandem technical support's offer to troubleshoot as the customer was to stop pump therapy until the infusion set supplies are received.